Manufacturer narrative:
Analysis of the pump found a gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative. It was reported that a physician reported the event to the company representative. She was in the emergency department (ed) with the physician on (B)(6) 2015 when the motor stall was discovered through interrogation. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter. (B)(4). Device evaluated?: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 2015-10-28, information was received from a company representative regarding a (B)(6), male patient who was receiving hydromorphone 15.0mg/ml at 5.496 mg/day, bupivacaine 5.0mg/ml at 1.8318 mg/day, and clonidine 440.0mcg/ml at 161.20 mcg/day via an implantable pump for spinal pain. On (B)(6) 2015 at 10:35, a motor stall occurred with recovery at 19:04. A rotor study or dye study were not performed. On (B)(6) 2015, the device was explanted and the patient recovered without sequela. Additional information has been requested regarding who reported the event to the company representative, the date the company representative was made aware of the stall, troubleshooting and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.